Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the gastroplasty sleeve via laparoscopic procedure while releasing the last load. The device clamp cannot be closed properly and there was a staple line incomplete. The device load not stapled until the end. To resolve the issue, the surgeon replaced with another device. There was no patient injury.